Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed that complainant's experience of a detached inner ring. Engineering observed that the sheath was torn and was melted where the tear originated. Based on the condition of the returned unit, it is likely the reported event was caused by a hot instrument that made contact with the sheath, which caused the material to melt and a tear to form. This caused the inner ring to detach from the rest of the device. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products. This report is to follow up medwatch report #5078577.

Event description:
Procedure performed: colon surgery. Medwatch received via mail on 07aug2018: mw5078577: md was using a wound retractor for hand assisted colon surgery. The lower ring became detached from the upper ring inside of the patient's abdomen. All parts were removed from the patient. Received additional information via email on 08aug2018 from regional risk management specialist: there was no harm to the patient. All pieces were able to be retrienved form the abdomen. I do have the device available for return. Patient status: no harm to patient. Type of intervention: unknown

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: colon surgery. Medwatch received via mail on (B)(6) 2018: mw5078577: md was using a wound retractor for hand assisted colon surgery. The lower ring became detached from the upper ring inside of the patient's abdomen. All parts were removed from the patient. Received additional information via email on (B)(6) 2018 from regional risk management specialist at (B)(6): the event occurred at (B)(6). There was no harm to the patient. All pieces were able to be retrieved form the abdomen. I do have the device available for return. Patient status: no harm to patient. Type of intervention: unknown.